Manufacturer narrative:
The ge rep conducted an onsite investigation. The service rep checked the memory function and memory power supply. The system operates as intended.

Event description:
The customer reported that the screen on the stenoscop system would intermittently go black. No pt injury was reported.